Event description:
As reported by the user facility: when connecting saline to arterial port for rinseback, tubing sucks air and patients blood is not returned or cleared from that portion of the tubing. No injury reported.

Manufacturer narrative:
This report has been identified as (B)(6) medical internal report number (B)(6). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the incident and one contaminated used sample without packaging were provided for evaluation. The photograph was evaluated, and a gap of air was observed between the saline lock site and the arterial line. The sample was visually evaluated, and the saline line was observed to be missing. Sample was occlusion tested with passing results. Prograde testing could not be performed on the sample due to the missing saline line. Based on the evaluation results, the reported defect was confirmed. Engineering test identified that occlusion in the locksite is likely related to user technique. Specifically, when connecting the patient connector to the locksite during rinseback procedures the male luer of the patient connector may not be fully inserted by the user preventing flow. To provide clarification on user technique the product instructions for use were updated. To further reduce the potential for incomplete connections by users, the design of the patient connector is being updated to enhance male luer connections. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.